Event description:
It was reported that a caller experienced an alarm 2 followed by an alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, was instructed to perform various troubleshooting steps, including disconnecting tubing and delivering boluses. The bolus was completed successfully, and the customer was advised to replace supplies as necessary and resume insulin. Follow-up assistance was arranged if needed.